Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the electrograms revealed that the pulse generator exhibited intermittent undersensing of atrial events and atrial pacing. The patient was asymptomatic. The physician elected to take no action at this time and the patient would be monitored.